Event description:
The accounts manager of nursing from (B)(6) called indicating they had an incident on sunday (B)(6) and a patient died from the incident with one of our beds. The nurse manager alleged that on sunday, the patient was very agitated, suffered from a mental disorder and was a small female. The bed was in the flat position when the patient was put to bed and during the night the patient tried to get out of bed by going over the left siderail. While attempting to leave the bed, the patient raised the head section from the flat position to a 45 degree angle causing her to get stuck between the mattress and the head siderail. The coroner reported the patient died from suffocation caused by the patient changing the angle of the bed from a flat position to 45 degrees with her head stuck between the mattress and the siderail on the left side of the bed.

Manufacturer narrative:
The hill-rom technician performed his field investigation and found the bed was working fine. He tested all of the bed functions, siderails, brakes and everything worked the way it should. The bed had no patient pendant and the sleep surface was not a hill-rom mattress. The mattress was a (B)(4) mattress. The nurse manager told our technician that during the night, the patient was agitated and tried to get out of bed from the patient left side. The bed was located 3 feet away from the wall. During the night, the patient had her feet against the wall and the rest of her body was on the bed. The nurse manager speculated this is when the patient pushed the head up button, raising the head section into a 45 degree position and the siderail caught the patient on the chest and she suffocated. The patient was found face up, perpendicular in the bed with her feet on the wall, stuck between the left head and left foot siderails. All four siderails were up and the head section was at 45 degrees.